Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy removal date (B)(6) 2010, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: lawyer was received. Case become serious incident due to injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic essure devices that protrudes into the myometrium') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included corpus luteum cyst, vaginal bleeding, anemia, prophylaxis against postoperative nausea and vomiting, hernia, menorrhagia, multiparous and pelvic inflammation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy removal date- (B)(6) -2010. Discrepancy noted in date of insertion-(B)(6) 2010 three essure coils were seen protruding from the right tube and five essure coils protruding from the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: medical device removal event replaced with metallic essure devices that protrudes into the myometrium, medical history added, reporter information added and discrepancy in insertion date noted rcc updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic essure devices that protrudes into the myometrium') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included corpus luteum cyst, vaginal bleeding, anemia, prophylaxis against postoperative nausea and vomiting, hernia, menorrhagia, multiparous and pelvic inflammation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy removal date- (B)(6) 2010, (B)(6) 2010. Discrepancy noted in date of insertion- (B)(6) 2010. Three essure coils were seen protruding from the right tube and five essure coils protruding from the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.